Manufacturer narrative:
The active cord was not returned to the service center for evaluation. The cause of the reported event cannot be determined. Due to the insufficient information provided the service center was unable to determine the cord's manufacturer.

Event description:
The service center was informed that during an unspecified procedure , the active cord caught fire. It is unknown if the intended procedure was completed. There was no user/patient injury reported.

Event description:
The active cord was reportedly a non-olympus product. The event occurred during a gynecological procedure. It is unknown if the procedure was completed. It is unknown if patient and/or user injury occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information related to the event. Update to section b5.